Event description:
During aaa procedure, three gore viabahn endoprosthesis were used from the treatment of proximal type I endoleak involving an iliac device placed in the left external iliac artery. An 11mm and 9mm devices were simultaneously deployed in the internal an external iliac artery. Following the deployment of the 9mm device, the deployment line would not release from the endoprosthesis. The initial attempt to remove the deployment line was unsuccessful. A second 11mm device was then deployed proximal to the first placed 9mm and 11mm devices. Add'l attempts to release the deployment line from the endoprosthesis resulted in the deployment line breaking. The deployment line was eventually removed in its entirety; however, the 9mm device occluded. The physician decided not to treat the graft occlusion at this time.

Manufacturer narrative:
Codes - review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-released specs. This investigation is in progress pending the completion of the returned specimen analysis.